Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited far field p-wave oversensing. Patient received inappropriate antitachycardia pacing therapy. Programming changes were made and no further issues were noted. Patient condition is stable.